Event description:
It was reported that the 9900 system mainframe locked up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fluoro function board and generator interface board were replaced. The power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.